Event description:
The device embolized after deployment and the physician was able to successfully retrieve it. The patient went to recovery without attempting the closure again. The device is being retained by the hospital.